Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h4;h6 h6: component code: mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was approximately 18 years post implantation of an initial left total hip arthroscopy. The patient was revised approximately 6 months ago due instability, a loose cup, bone loss, and metallosis. The shell, head, and neck were explanted without complications. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: cat #: 01.00214.148 / durom us acet cmpnt 48/42 h / lot #: 2349635, cat #: 01.00181.420 / metasul large diameter hd 42/h / lot #: 2347473, cat #: 01.00185.145 / head adapter s/-4 12/14-18/20 / lot #: 2383705. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Event description:
It was reported a patient underwent a left revision approximately seventeen years post implantation due to instability, bone loss, and metallosis. During the revision it was noted that the hip was unstable, the shell was loose with considerable bone loss and metallosis posterior of the cup. The head, sleeve and shell were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: unk size 48mm shell press-fit; unk size 42mm head; unk size -4 neck. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.